Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device would not fire. Another reload was used and same handle was fired with no problems. There was no patient injury.